Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advanced evaluation (ae). It was reported that when the patient was unable to void on their own after the trial evaluation was performed. The ae trial was placed on (B)(6) 2017. The patient spoke to their doctor regarding troubleshooting and was advised yesterday to turn the stimulation from the external neurostimulator (ens) off last night and back on today. The patient was at 0.3 and was able to pee. The physician noted that the patient might have been ¿swollen and unable to go¿. Additional information received on march 12, 2017 reported that the patient had not had a bowel movement and had experienced constipation. The physician advised the patient to turn the stimulation off. It was unknown if the issues were resolved at the time of reported. No surgical interventions had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.